Event description:
Pt contact depuy spine to request information on locating a qualified surgeon in the (B) (6) area who can address an issue with an implanted charite artificial disc. Originial implantation was (B) (6) 2005, and pt had an excellent outcome with complete pain relief. Pain started about 1 year ago, and recent x-ray shows that the charite implant had displaced posteriorly, with a portion of the marker wire displaced anteriorly.

Manufacturer narrative:
Image provided confirms displacement of the sliding core. It appears that a portion of the wire may be anterior to the endplates. The level below the charite has an anterior plate and interbody cage fixation. Contact confirmed that the plate and cage were implanted at the same time the charite was placed. Device is approved for insertion at l4-s1. Fusing of adjoining levels goes against the recommendations made in the surgical technique. At this time, no definitive conclusion can be made. Placement of the plate and cage at the adjacent level is an off label use, however, it cannot be determined if this caused or contributed to the migration of the charite disc.